Manufacturer narrative:
Fractured screw inside the implant osseotite® certain® 2 implant 5 x 10mm (xifoss510) was returned for investigation. Visual inspection of the as returned product identified the implant internal drive feature contain the reported screw, which was too badly damaged to be removed. The reported devices were used for approximately 4 years prior to fracture. DHR review could not be performed as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product and within specifications. A complaint history review could not be performed without relevant item and lot information. April post market trending was reviewed and there were no negative trends or corrective actions for the reported event (screw fracture). Therefore, based on the evaluation, device malfunction did occur and the reported event was confirmed following inspection. A definitive cause could not be identified.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Weight: patient's weight unknown/ not provided. Brand name: device brand name unknown. Common device name, procode: device product code unknown. PMA/510k: device 510(k) number unknown.

Event description:
It was reported that the unknown biomet screw fractured inside the implant. It was also reported that they removed the implant.